Event description:
It was reported that the patients spinal cord stimulator (scs) leads were fractured due to migration. It was also stated that the patient was experiencing inadequate stimulation.

Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7076180; UDI: (B)(4).